Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen®45 gts event described as "the xen slider was jammed during the surgery" in right eye. Surgery was completed with backup device. There was no eye injury.